Manufacturer narrative:
The unit was checked and tested by our field service engineer. A complete electrical safety test was conducted and the full system was ok. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the irrigation/aspiration phase of the phaco procedure, the system went completely off. Pressing the mains lead in brought the system back and the procedure was completed without any impact or consequences to the patient.